Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a speaker failure on the intellivue multi measurement server x2. There was no sound coming from the device no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that they had a speaker malfunction. No sound was audible. No patient involvement.